Event description:
Additional information received indicates the lead has high impedances. Surgical intervention may take place at a later date.

Event description:
Additional information received indicates the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the lead is not liable.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention may take place at a later date.